Event description:
It was reported in a journal article that a patient underwent an abdominoplasty procedure on an unknown date and topical skin adhesive was used. One week post operatively, the patient developed a reaction of a rash. The adhesive was applied haphazardly and was present in a chronically discharging wound for four months before eventual excision. The topical skin adhesive was removed and clobetasol, a corticosteroid was administered. Within 48 hours, the exanthema resolved.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.